Manufacturer narrative:
Consumer stated they experienced chipped teeth. (B)(6).

Event description:
Consumer stated they experieneced chipped molars when using the airfloss 1.5.

Manufacturer narrative:
Additional products returned and analyzed; no malfunction found: part number: date code: description: hx801x, 130416-21, airfloss nozzle (nozzle #1). Hx801x, 160630-22, airfloss nozzle (nozzle #2). Hx801x, 130410-21, airfloss nozzle (nozzle #3). The root cause of the customer's complaint cannot be determined.